Manufacturer narrative:
Investigation visual inspection no significant deformations or damages of the valves were detected during the visual inspection. Permeability test a permeability test has shown that the progav 2.0 valve is permeable. Adjustment test the progav 2.0 valve was tested and is not adjustable throughout the normal range. Braking force and brake function test the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test to investigate the claim of over/under drainage, the opening pressure is measured using a miethke computer controlled testing apparatus, which simulates a cerebrospinal fluid flow. The valve is not operating within the acceptable tolerance. Results first, we performed a visual inspection of the progav 2.0 valve. No significant deformations or damages of the valves were detected during the visual inspection. Next, we tested the permeability, adjustability and the opening pressure of the valve, as well as the brake functionality and brake force. The valve was permeable but not adjustable to all settings and the opening pressure was out of tolerance. Furthermore, while the bake functionality was present, the braking force was unable to be measured due to the inability of the valve to hold a set pressure. The opening pressure of the progav 20.0 was significantly lower than expected, indicating a tendency towards over-drainage. Finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likey protein). Based on our investigation, we confirm that the progav 2.0 valve was not operating as expected at the time of our investigation. The progav 2.0 was shown to be non-adjustable and operating in a state of over-drainage. This is likely due to the deposits observed inside the valves. As described in our literature, the problem encountered is one of the known, inevitably risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Patient weight is (B)(6) kg. Patient height is 91cm. Manufacturing site evaluation: investigation is on-going. Additional information and/or investigation results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the shunt system, requiring explant. The shunt system was implanted on (B)(6) 2017. Postoperatively, blockage was suspected. No other details provided. The shunt system was explanted (B)(6) 2019. There were no associated patient complications reported. Associated medwatch reports: 3004721439-2019-00147, 3004721439-2019-00148 (this report - progav).